Event description:
A nurse reported that during intraocular lens (iol) implant surgery the capsular bag tore. Add¿l info was received from the surgeon, who stated the lens was removed and replaced with a sulcus iol. He stated the event has resolved. The surgeon indicated the use of an unapproved viscoelastic.

Manufacturer narrative:
Eval summary: the product was returned. Solution is observed on the lens. Haptic and optic damage were observed. Results from the product history record review indicated the lens met release criteria. The product history record review indicated the lens met release criteria. The product investigation could not identify a root cause for the complaint of capsular bag tear. The lens damage that was observed is most likely related to a failure to follow the dfu. Info in the file indicated that unqualified viscoelastic was used with this lens/cartridge combination. The use of unapproved products may result in lens delivery difficulties or product damage. There have been no other complaints reported in the lot number. Attempts have been made to obtain add¿l info. A completed questionnaire was received on (B)(4) 2012. (B)(4).